Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) confirmed the customer reported complaint. The clip applier instrument failed the clip test due to misapplication of the clip (e.g., the instrument passes engagement and able to retain clip through engagement but cannot apply the clip). The root cause is attributed to misuse and/or mishandling. Additionally, the instrument was found to have an input disk broken and one or more of the housing snaps broken. Input disk #6 was found broken into pieces inside of the housing. The root cause of broken instrument input disks and broken housing snaps is typically attributed to misuse and/or mishandling. A review of the instrument log for the medium-large clip applier (part #470327-12 / lot #n11200204 0005) associated with this event has been performed. Per logs, the medium-large clip applier instrument was last used in a procedure on 07-oct-2022 on system sk4685. The alleged instrument had 46 uses remaining after the last procedural use. No image or video of the procedure was provided to isi for review. This complaint is considered a reportable event due to the following conclusion: failure analysis confirmed the medium-large clip applier instrument failed clip test with the finding of a loose grip cable and broken input disk. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. If additional information becomes available a supplemental MDR will be submitted.

Event description:
It was reported that during an unspecified da vinci-assisted surgical procedure, the medium-large clip applier was unable to release clips. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) has made a follow-up attempt to obtain additional patient/event information. However, no further details have been received as of the date of this report.